Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Based off the medical records, the pt was treated for adhesions and infection. Adhesions is listed as possible adverse reaction in the instructions-for-use. In regards to infection, the warming section of the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eva; info is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2008 - the pt underwent a two part procedure including a total abdominal hysterectomy and bilat salpingo-oophorectomy, abdomina sacrocolpopexy with implant of the bard/davol flat mesh, halban enterocele closure and non-bard/davol pubovaginal sling. On (B)(6) 2008 - the pt was diagnosed with erosion of the vaginal cuff post sacrocolpopexy with infection, dehiscence of vaginal cuff with extrusion of sacrocolpopexy mesh and underwent a two part procedure including debridement of the vaginal cuff and vaginal cuff closure, lysis of adhesions, exploratory laparotomy with excision of infected mesh any cytoscopy with bilat ureteral catheterization.